Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was 'settings not available' on the controller. The message started coming up about 2 months ago. The message came up every time on group a and sometimes not able to increase past 9.6. Patient said they usually keep the intensity at 10.2 to 10.4. The message only happened in group a. Patient did not have any falls, trauma or car accidents. Patient mentioned they had an appointment with a representative like a month ago to test everything and the representative told patient everything looked great. The wires were in good position and the stimulation was to the area where patient needed it. The rep was not made aware of the message. Patient confirmed the implant was charged. Patient said they were hoping the device does not need to be replaced as this was a mess. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt) stating the cause of this issue was unknown but indicated that the system is old. Pt met with a manufacturer representative (rep) who checked why their settings could not be maintained. There were no impedance issues. They tried multiple programs but could not get their settings to 10.4 which is what they are always at. They could only get it to 9.2. Pt added that they will have their generator, leads, and extensions redone surgically. They are meeting with their new healthcare provider (hcp) who will do the surgery in a month.